Manufacturer narrative:
Conclusion: this report is related to (B)(4) (same patient). This complaint is not considered product related but a matter of correct size and lack of trouble shooting after first dislodgement. Further trouble shooting at the clinic with an atos medical clinical educator is recommended. Investigation: this is a theoretical investigation; sample is not available. From previous complaints (see (B)(4)): no atrophy / infection of the tep was found, the tep diameter getting bigger was also not confirmed. We have confirmed that the doctor just inserted the same size of 10mm for the 1st time, but. Inserted 12.5mm for the 2nd time, but xtraseal 10mm for the 3rd time. After that, we have not heard its recurrence of dislodgement. The user uses provox brush to clean 3 times a day. The user does not use either of larybutton nor larytube. No weight loss. Eating/swallowing: the user does not have any problems on swallowing, but sometimes choke on food while eating. The doctor confirmed the 1st vp was in the stomach by means of x-lay, but not confirmed the 2nd and 3rd. ¿suggests an enlarged tep and hence extrusion. An xtraseal may to be helping to keep the vp in place. Consider underlying causes such as reflux, diabetes, thyroid problems, swallowing problems, recurrence that still needs addressing. In which case the patient will have to continue with the xtraseal long term. If the patient is coughing/choking, there is a leakage of the voice prosthesis, most likely leakage around which should be helped by using a provox xtraseal. ¿ (comments from clinical expert, see attachments in (B)(4)). Clinical educator is contacted. Root cause: not identified. Discussion: from the IFU 1 (11086, 11468, 11610) and 3 (11088, 11466, 11612): warning: accidental dislodgement or extrusion of the provox vega voice prosthesis from the te puncture and subsequent ingestion, aspiration or tissue damage may occur. A foreign body in the airway may cause severe complications such as acute respiratory distress and/or respiratory arrest. Instruct the patient to seek medical help immediately if they notice their voice prosthesis is partially dislodged or missing from the te puncture or if they experience problems breathing. Warning: instruct the patient to use only genuine provox accessories of corresponding size (brush, flush, plug) for maintenance and to avoid all other kinds of manipulation, (including attempts to remove or replace the voice prosthesis themselves). The use of incorrect accessories and/or manipulation and/or self-insertion or self-removal of the voice prosthesis can cause damage to the voice prosthesis or surrounding tissue, dislodgment, aspiration, and/or ingestion of the voice prosthesis. From IFU 2 (11087, 11471, 11611): warning: accidental swallowing of the provox vega voice prosthesis may occur if the voice prosthesis is accidentally dislodged. For example, due to enlargement of the te puncture, vigorous cleaning, uncareful insertion of stoma buttons or laryngectomy tubes and/or manipulation (including self-insertion and self-removal) of the device. Immediate symptoms include coughing due to food, drink and saliva entering the windpipe. If this occurs, contact your clinician immediately who will advise you further. Food and drinks may enter your lungs through the open puncture which can cause aspiration pneumonia. Precaution: to reduce risk of product damage: only use genuine provox accessories that are intended for use with provox vega for the handling and cleaning of your prosthesis. Trending: data does not indicate any unfavorable trends. Risk assessment: rh023, h19: voice prosthesis or parts of it (more than half of the voice prosthesis) extruded into esophagus, need of medical intervention e.g. Esophagoscopy etc. Clinical severity = 6, serious.

Event description:
The patient is the same one as of the complaints (B)(4) regarding vp dislodgement into the food path side. After the third voice prosthesis dislodgement (B)(4) the same incident recurred on (B)(6)2024. The user stated that it occurred while eating bread. The patient visited the hospital outpatient and reinserted another 8303, provox vega xtraseal. Medical attention was required but patient did not have any health issue. After this complaint, it recurred once again, see (B)(4).